Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the "hose was cut where it goes into the autolube and there was water in the oil compartment". The product was not used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.